Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited decreased r-waves after being lead sutured into the pocket. The lead was then moved to a more distilled position at the rv apex, and the procedure was completed. The rv lead remains in use. No patient complications have been reported as a result of this event.